Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold, low sensing and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable throughout.